Manufacturer narrative:
The customer was requested to return affected syringes for further evaluation. The root cause of the issue is unknown.

Event description:
Nursing staff had drawn the blood from an arterial line and were expelling air from the syringe when the cotton plug in the syringe cap blew out of the cap itself, letting blood exposed to patient skin and staff member uniform. Customer confirmed that there was no skin contact occurred to operator with this blood spill. There was no report of injury due to this event.